Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. An investigation has been initiated based on the reported information

Event description:
Report 2 of 2: same product ID, different lot numbers, unknown which information belong to each complaint. Other mfg report number: 2523190-2017-00028. It was reported that the protection part of scissors is wide and is blocked/melt with laparoscopic instrument. This dysfunction was observed for 2 inserts. For one insert, it was used during a laparoscopic inguinal hernia procedure. During this procedure one plastic part fell into abdomen. Additional information received on february 10th 2017 : the device was not in contact with patient. No patient injured. Unknown if there was any surgical delay.

Manufacturer narrative:
Integra has completed their internal investigation on march 7, 2017. The investigation included: methods: evaluation of actual device; review of device history records; review of complaints history. Results: evaluation of returned device; the peek sleeve of the insert is broken on its proximal side. The fragments were not returned but were retrieved during surgery. DHR review: one complaint related to broken insulating sheath for this lot. Non conformity related to this issue for this lot. Complaints history; including this complaint, the complaint rate for product family monopolar insert for the past 12 months is (B)(4) complaints /product uses. This is not a statistically adverse trend. Conclusion: this insert sleeve broke when the surgeon removed the instruments from the trocars. A special care is necessary for this reference during the removal as the peek sleeve can get stuck on the cutting edge of the trocar. Moreover, the customer has old generation of cev649-5b tubes in its devices stock, which does not have a bulge on its distal part, increasing the risk of getting the sleeve stuck.